Event description:
It was reported that during a bankart repair: the distal tip of the shaft inserter stayed in the bone along with the implant. The surgeon was able to arthroscopically pull the anchor and the distal tip of the inserter out of the patient. Specifically, the reporter states, "with the drill guide still in position, the surgeon then introduced the anchor in drilled canal, and tapped it into it's final resting position (the last stroke of the hammer may have been a little hard)". The procedure/repair was completed by using a 3.5mm twinfix anchor, and no adverse patient outcome was noted.

Manufacturer narrative:
Based on the reported information, the driver/inserter breakage was indicative of misuse, as the pressft anchor driver was tapped with excessive force. The instructions for use (IFU) were not followed, as the IFU states: 9) using surgical mallet, gently tap the driver until the anchor is seated properly in the pilot hole -do not use excessive force. The IFU also states: avoid lateral loading when inserting the pressft suture anchor, and maintain proper alignment during insertion of the anchor and disengagement of the driver. An investigation was initiated, and determined that the root cause of the metal distal tip of the driver becoming disengaged from the anchor inserter, is related to the design requirement for tensile strength between the distal driver tip and driver shaft. This requirement is potentially insufficient when the device is misused (i.e. The anchor is inserted passed the distal etch mark on the driver and/or tapped with excessive force). This is a limited release product, and the total lot # is 60 pieces. A review of complaint history shows that we have one other complaint for the same product. Both complaints were associated with misuse conditions. There is currently a CAPA in process to help prevent this type of failure during misuse conditions.